Event description:
Account stated head hi/lo would drift down over a period of time. No injury reported.

Manufacturer narrative:
Technician checked the bed for drift. Found head hi/lo drifting down. Replaced both the hi/lo and trend valve to resolve this issue. Bed located in storage area.